Event description:
It was reported by the nurse that the ventilator had an error, and the unit would not behave. The nurse was unable to provide any details regarding the error. The issue was found prior to use. There was no patient or user harm reported. The unit was rebooted by the hospital's medical engineer, but the unit only alarmed, and the screen was not illuminated. Due to the screen not illuminating, the representative was not able to check the logs. Further information is pending.

Manufacturer narrative:
The device was in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse determined the central processing unit (cpu) board and the power switch overlay required replacement. The device remains in the repair center pending parts. The device has not returned to service.

Manufacturer narrative:
The nurse reported that an error was displayed, and the unit would not behave. The nurse was unable to provide any details regarding the error. The unit was rebooted by the hospital's medical engineer, but the unit's only alarmed. The unit would not behave, and the screen was not illuminated. Due to the screen not being illuminated, the representative was not able to check the logs. During the evaluation of the device, the service engineer (se) confirmed that an alarm sounded, and the device did not start up when the power was turned on. It was determined that the cpu board had malfunctioned and needed to be replaced.

Manufacturer narrative:
Although the power button was pressed, the device annunciated an alarm and failed to start. "Check vent: alarm led failed" alarm was observed to occur . The field service engineer (fse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the failure to start issue. The power switch overlay was replaced to resolve the "alarm led failed" alarm issue. The device passed testing and was returned to service.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The technician verified that the system pcba allowed for a boot up and operation for a short period of time. After a short amount of time the pil test stb with the cpu pcba installed would go vent inop/ system shut down condition. The errors observed were as follows: 2002,08:00.09pm,(B)(6) 2023,system shutdown. 100b,08:00.06pm,(B)(6) 2023,postwatchdogfailed. 1101,08:00.06pm,(B)(6) 2023,ventilator restarted. (1) the reason for the e100b failure (100b,08:00.06pm,(B)(6) -2023,postwatchdogfailed) and the system shutdown is due to a faulty u6 that is used to supply 32 khz signal to ic's u3 and u7 (2) during the operation of the suspect cpu pcba, it was noted that during the initial operation, the 3.3vdc inputs were solid and power the ic without issue, however after the brief operation of the unit the 32khz output becomes distorted and drops from a frequency of 32 khz to approximately 27khz. (3) shortly after the signal becomes distorted and losses the required frequency 32khz signal the unit generates the error code e100b and enters system shutdown. Updated contact information and contact office entity.